Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive. The up arrow button responded appropriately. There was evidence of contamination found under all of the button contacts during evaluation.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).